Event description:
It was reported that during a peripheral stenting treatment procedure, a stent dislodgement occurred. This device was used for a bile duct intervention. The physician used another manufacturer's introducer sheath with an amplatz super stiff guide wire to access the bile duct. Subsequently, when the physician attempted to cross the target region with the express-biliary ld premounted 10.0x60x75 cm stent, he was unsuccessful due to the severity of the stenosis in that region. Therefore, he attempted to removed the express-biliary ld premounted stent delivery system, but the stent remained in the bile duct proximal to the target region. The physician attempted to reinsert the express-biliary ld delivery system into the stent, but was unsuccessful. Another manufacturer's dilatation balloon was then passed through the express-biliary ld stent and inflated, with successful deployment of the express-biliary ld stent 1 to 2 cm proximal to the target region. No pt injuries or complications were reported. Pt status is reported as "good." Additional information has been requested regarding this event.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.